Manufacturer narrative:
(B)(4). Batch # l53m9h. The ec60a device was received for analysis with no visual non-conformances and with an ecr60d cartridge loaded on the device. The cartridge reload was received unfired. The returned device and cartridge reload were tested for functionality in the articulated position. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as the device closed and opened as intended. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: what type of procedure was the device used in? No information. Did the jaws eventually open? No information. If no, how was the device removed from the tissue? Na. On which firing did the event occur? No information.

Event description:
It was reported that during an unknown procedure, the jaws became not to open. Another device was used to complete the case. There were no adverse consequences to the patient.